Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance, r-wave amplitude variation, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported events of low pacing impedance, r-wave amplitude variation and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed decreased pacing impedance and sensing on the right ventricular (rv) lead. Additionally, loss of capture was noted on the rv lead. A chest x-ray was performed discovering that the rv lead had become dislodged. A lead revision procedure was performed, and the helix failed to extend and retract. The physician explanted and replaced the rv lead. There were no patient consequences.